Event description:
The biomed reported an error on the tempus ls with no ECG reading while the device was connected to a patient, user tried to get a reading using the defib pads via the tempus ls, and also tried a 3-lead cable, but still no tracing of any kind. The patient was dead on arrival. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.

Manufacturer narrative:
Patient information, patient outcome, health impact updated.